Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel sds inside a 6f runway guide catheter with an unidentified guide wire in the lumen and a y-adapter. There was no damage to the guide catheter or the guide wire. There was a contrast in the inflation lumen and balloon and blood in the guide wire lumen and on the outside of the device. The guide wire was protruding from the y-adapter 39.5cm and was protruding 0.5mm from the tip of the rebel. An attempt to remove the rebel sds from the guide catheter was made. The sds was able to be removed from the guide catheter with no difficulties; however, there was some resistance due to the bunched balloon. Microscopic examination revealed that the distal portion of the balloon was bunched up and protruding out of the guide catheter. Microscopic examination of the stent was not possible, as the stent was not returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that an attempt was made to re-wrap the stent delivery system balloon of the 24x3.50mm rebel stent but this was unsuccessful.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the right coronary artery. A 24x3.50mm rebel stent was successfully deployed. However, upon withdrawing the delivery system into the guide catheter it became stuck upon entering the guide catheter and would not come back into the guide. The physician removed the guide catheter, the balloon and the guidewire as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.